Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and/or hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient experienced vomiting and believed to be experiencing diabetic ketoacidosis. Upon removal of pod, cannula was found bent. Thereafter, patient visited the hospital and was diagnosed with hyperglycemia. Laboratory tests were run and patient "wasn't quite in dka," however, ketones were high. Treatment included "high doses" of insulin and intravenous therapy.